Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported before surgery, a system advisory displayed and there was poor to little aspiration. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported aspiration issue. The company service representative was able to replicate the reported sm. Unrelated to the reported event, the company service representative also noticed an aspheric collimating lens inside the tabletop illuminator module was cracked and replaced the module. The xenon lamp was replaced to address the reported sm. The system was then tested and met all product specifications. The system was manufactured on november 4, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported aspiration issue cannot be determined conclusively. The root cause of the reported system message can be attributed to a nonconforming xenon lamp. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).